Manufacturer narrative:
Age at time of event: over 50 years of age.

Event description:
It was reported that guidewire detachment occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use for a lower extremity angiogram in the right superficial femoral artery (sfa). The target lesion had a previously placed stent with in-stent restenosis. Access was obtained via the popliteal artery. The v-18 control wire was used with a non-bsc crossing catheter. When the v-18 wire was pulled back, the wire would not go back through the crossing catheter inside the stent. After multiple attempts to pull back the v-18 wire, the physician then removed everything from the patient's body. It was then noted that a piece of the v-18 wire had sheared of inside of the crossing catheter. There were no device fragments left in the patient. The procedure was completed with a different .035 guidewire. There were no patient complications, and the patient's status was reported as fine.

Manufacturer narrative:
Age at time of event: over 50 years of age. Device evaluated by MFR: the device was returned for analysis. The device has it distal tip severely kinked. Additionally, the middle section was kinked.

Event description:
It was reported that guidewire detachment occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use for a lower extremity angiogram in the right superficial femoral artery (sfa). The target lesion had a previously placed stent with in-stent restenosis. Access was obtained via the popliteal artery. The v-18 control wire was used with a non-bsc crossing catheter. When the v-18 wire was pulled back, the wire would not go back through the crossing catheter inside the stent. After multiple attempts to pull back the v-18 wire, the physician then removed everything from the patient's body. It was then noted that a piece of the v-18 wire had sheared of inside of the crossing catheter. There were no device fragments left in the patient. The procedure was completed with a different .035 guidewire. There were no patient complications, and the patient's status was reported as fine.